Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3387s-40, lot# v383702, implanted: (B)(6) 2010, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3387s-40, lot# v383702, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported the healthcare professional (hcp) had checked the leads and told the patient an electrode was not working properly and that hcp would bypass that electrode. There were no patient symptoms or outcome reported. The patient's indication for use was essential tremor and movement disorders. Further follow-up is being conducted to obtain further information about the specific device, troubleshooting and the cause. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the left side body was the lead associated with electrode issue. The patient was reprogrammed multiple times and impedance was checked. It was indicated that the patient had multiple falls and patient was not interested in pursuing revision surgery at the time being.

Manufacturer narrative:
Update to adverse event <(>&<)> product problem.